Manufacturer narrative:
Date of death estimated. Date of event estimated. Date of implanted estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. The investigation determined the reported death was due to the sepsis; however, a cause for the sepsis cannot be determined. Death and sepsis are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization is a result of case-specific circumstance there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. It was reported though a research article that a mitraclip procedure was performed to treat severe mitral regurgitation (mr). It was noted the patient had cardiogenic shock and severe aortic stenosis and received an axillary microaxial pump (impella) as well as the mitraclip. Also, a chordal rupture and flail were observed. One clip was successfully implanted. 31 days later, the patient returned to the hospital and passed away due to sepsis. Additional details are listed in the attached article, titled ¿axillary transvalvular microaxial pump as extended bridge to transcatheter aortic valve replacement in cardiogenic shock with severe aortic stenosis.¿